Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) a balloon tear occurred. The unspecified target lesion was located in the iliac artery. The physician inserted the synergy balloon "1 or 2 times in the iliac and when attempting to remove it through the 7fr sheath, he had difficulty. The physician was able to pull the balloon out, but it was separated from the shaft. There was no harm to the patient."